Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the specimen would not transfer from the tubing to the specimen filter despite attempting to utilize the suction and lavage options. The user was able to obtain one small sample by cutting open the tubing; however, the procedure was aborted, and the patient may require an additional biopsy. The device was returned for investigation, and the tubing of the device had been cut. During the visual inspection it was found that the connection to the filter was occluded. The bearing and the gears were inspected, and no issues were found. Functional testing could not be completed due to the tubing damage. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
An investigation was conducted: it was reported that during a brevera procedure on (B)(6) 2025, the customer reported that they experienced vacuum issues, and the samples were inadequate, unable to retrieve calcifications. The procedure was not completed successfully, and the patient had to be rescheduled. A field engineer examined the equipment and found that the system passed the testing, and it performed according to manufacturer´s specifications and that the issue was found to be with glue in the disposable needle. There was no harm to the patient, and the procedure was aborted. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted and the inspection revealed that the connection with the filter was occluded. Functional testing was not conducted. The visual inspection identified the occlusion of the connection with the filter was occluded, consistent with the initial evaluation, confirming the failure. Since this unit was visually verified, functionality testing was not required. The pmqa investigation determined that the unit received in the pmqa laboratory exhibited occluded tubing, confirming a consistent failure pattern. The affected brevera tubing is sourced from two external suppliers. Given the recurring nature of the issue, corrective measures were initiated to identify the root cause and establish appropriate corrective actions. To address the tubing occlusion problem, supplier corrective action requests (scars) were issued to the suppliers. There is no quality inspections related to this part implemented in the production line, however vacuum tests are performed by the supplier to prevent the recurrence of similar events and ensure compliance with established standards. Conclusion: the reported issue has been confirmed. Through scars, containment and corrective actions were implemented by the suppliers, and the root cause was identified. According to the device history record (DHR) review, device functionality for this lot was verified during line quality inspections. Future events will be monitored and trended. CAPA/ncr/hra or a new scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.